Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "ventilator inoperative" code was also found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.